Event description:
It was reported that the clip broke into two pieces.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product hemolok xl clips 3/cart 42/box lot# 73d1700189 was manufactured on 04/17/2017 a total of 5,040 pieces. Lot was released on 04/20/2017. DHR investigation did not show issues related to complaint. The customer returned one cartridge and one loose clip 544253 hemolok xl clips 3/cart 42/box for investigation. The loose clip and the cartridge were visually examined with and without magnification. Visual examination of the cartridge revealed that the cartridge was returned with no clips in it. Visual examination of the loose clip revealed that the hook was bent and that there was a divot on the side of the hook. Scrape marks were also observed along the legs of the loose clip. The loose clip appears used as there is biological material present on the clip. The bent hook, the divot on the side of the hook and the scrape marks along the legs of the clip are indications of improper loading of the clips or that damaged appliers with misaligned jaws were used. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." A corrective action is not required at this time as the damage observed on the returned clip indicates that unintentional user error caused or contributed to this event. However, it could not be determined exactly how or why the clip broke. The reported complaint of "clips broken" was confirmed based upon the sample received. One cartridge and one loose clip were returned. The cartridge was returned with no clips in it. The loose clip had a bent hook and a divot on the side of the hook. Scrape marks were also observed along the legs of the loose clip. The bent hook, the divot on the side of the hook and the scrape marks along the legs of the clip are indications of improper loading of the clips or that damaged appliers with misaligned jaws were used. It is unknown how the returned loose clip was handled during use and the appliers used at the time of malfunction were not returned for investigation. A device history record review was performed and showed no evidence to suggest a manufacturing related issue. Therefore, based upon the damage observed, unintentional user error caused or contributed to this event.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip broke into two pieces.